Event description:
It was reported that during a returned order service test, the device kept alarming after replacing the battery. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: unknown. No information has been provided to date.

Manufacturer narrative:
Device evaluation: one device was received. The visual inspection found a missing tamper sticker and battery door. During the functional test, lec 1260 was found. The root cause was found to be a loss of data during rtc battery replacement. Software was downloaded and the device passed the self tests. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.